Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module displayed a "syringe not recognized" when the clinician attempted to load an incompatible syringe in the neonatal intensive care unit. The clinician indicated 3ml and 5ml prefilled flush syringes would be used by selecting the 10ml syringe option on the programming menu. A clinical educator informed the customer that bd prefilled saline flushes are not on the approved list for use in the syringe module and using them was an off label use. There were no reported patient-related issues.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an syringe module does not recognize incompatible syringe was not determined because no products or device logs were returned.

Event description:
It was reported that the syringe pump module displayed a "syringe not recognized" when the clinician attempted to load an incompatible syringe in the neonatal intensive care unit. The clinician indicated 3ml and 5ml prefilled flush syringes would be used by selecting the 10ml syringe option on the programming menu. A clinical educator informed the customer that bd prefilled saline flushes are not on the approved list for use in the syringe module and using them was an off label use. There were no reported patient-related issues.